Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation. A review of an image provided by the customer shows a harmonic ace instrument with a broken curved blade.

Event description:
It was reported that during a da vinci-assisted pancreaticoduodenectomy procedure, tissue was adhering to the harmonic ace instrument. A nurse took out the instrument, wiped the adhered tissue at the tip of the harmonic ace instrument with gauze, and then re-inserted the instrument. The chief surgeon inspected the harmonic ace instrument and noticed that the tip of the instrument was broken. A broken piece from the instrument had fallen inside the patient but was removed during the same surgical procedure. A new harmonic ace instrument was used to continue the procedure which was completed robotically.

Manufacturer narrative:
Updated fields: d9, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the harmonic ace instrument to perform failure analysis. The instrument was analyzed and found to have the curved blade broken at the tip of the blade. A piece approximately 0.424" x 0.084" was found to be broken off. The broken piece was returned.

Event description:
Refer to h11 for follow-up information.